Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having issues with her right eye and have the bubbles on her eye that was surgically removed. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having issues with her right eye and have the bubbles on her eye that was surgically removed. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that unknown dirt/dust contamination present on surface of the base unit, unknown white color dust contamination found on the bottonm enclosure, blower box housing, blower box motor and also evidence of unknown liquid ingress on blower motor casing. A keratin like substance is observed around the bower housing outlet. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found multiple error codes. This error has no impact on the findings of this investigation. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The manufacturer concludes there was evidence of sound abatement foam degradation. The manufacturer observed dust/dirt contamination throught out the device and are consistent with being from an external source.